Event description:
A customer's spouse reported via phone call indicating that they were hospitalized for a micro valve replacement and having complications. The spouse mentioned that the customer put the insulin pump in their pocket after having lunch when they received a low battery alarm. The customer does not have the sensor on them. The customer's blood glucose is 214 mg/dl. The customer's spouse was unable to be reached and a voice mail was left for them to call the help line back.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.